Event description:
In 1999 pt underwent left l5/s1 microdiscectomy where adcon-l was applied. Post operative progress excellent, wound healed without difficulty and pt was discharged. Two weeks later pt seen in clinic, presented with redness around wound with small amount of discharge. Diagnosed with post-operative wound infection. Treated with flucloxacillin. Almost a month after the procedure, pt hospitalized, pt was apyrexial with minimal redness of the lumbar wound. Radiological diagnosis of post-operative epidural abscess. The next day after hospitalization pt underwent re-operation and frank pus was drained; post-operatively the pt was treated with oral and intravenous antibiotics. Repeat MRI revealed recurrent epidural abscess with further collection in paraspinous muscles. Pt underwent re-operation, pus was drained. Vancomycin was instilled in the wound. Antibiotic regimen revised to treat corynebacterium. Subsequent MRI mild discitis, no change in epidural abscess. Pt underwent a course of over 6 weeks bedrest with oral antibiotics. A month later final MRI revealed marked improvement in epidural and paraspinal muscle abscess with no evidence of discitis. Pt prescribed another 8 weeks cousre of antibiotics. A little over a month later pt fully recovered and an add'l one month course of antibiotics was prescribed.